Manufacturer narrative:
A biomedical engineer troubleshot the reported fault with gehc technical support and confirmed the mylar flaps of the flow sensors were stuck to the top of the flow sensors' housing. The flow sensors were replaced, and the unit was returned to service. (B)(4).

Event description:
The hospital reported the unit alarmed during preuse checkout. This alarm would have prevented the initiation of mechanical ventilation. There was no report of patient involvement.